Event description:
The customer observed errors on the architect i2000sr processing module and was concerned that potential falsely decreased stat high sensitive troponin-I results were reported for patient samples. The following data was provided. Patient 2: ID (B)(6), female, result <4 ng/l (negative). The customer sent the sample to another hospital for repeat testing with the following result. Patient 2: 19 ng/l (positive). The customer uses a cutoff of 16 ng/l for female patients. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Service performed extensive troubleshooting to resolve the issue. Service replaced the valve, manifold kit and probe due to leaking and deemed the parts the likely cause for the issue. The issue was resolved with replacement of the parts. The module function was verified with a control/precision run. The service history of the architect i2000sr, serial # (B)(6) verifies no subsequent issues have been reported related to falsely low troponin results post service intervention. Trending review determined no trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.